Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the hcp reported that during a magnetic resonance imaging (MRI) procedure noted to not be related to the device or therapy, the patient said the pump was removed but the ¿wires¿ remain. The hcp did not report any issue with the pump or therapy. Follow-up is not required at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6) on 2017-jan-20. It was reported that on (B)(6) the patient started treatment with lioresal at an unknown concentration at 37.6 mcg/day. On (B)(6) 2011, it was combined with morphine sulfate 15 mg at an unknown dose per simple continuous infusion via the intrathecal pump. It was reported that a physician verified the patient had developed progressive lower extremity weakness and that they tried a combination of morphine with the baclofen at varying doses but the patient had nausea and weakness. The baclofen was slowly tapered and eventually tapered off/discontinued without much improvement and the explant of the pump was on (B)(6) 2015 due to ¿progressive kyphosis and postural changes¿ and no ¿wires¿ were left as far as the physician was aware. The patient¿s medical history included spinal pain, a compression fracture, kyphoplasty at l1, a neurologic event following kyphoplasty (a few hours later) with partial paraplegia, incomplete cord injury, and neurogenic bladder. The patient¿s concomitant products included norco (hydrocodone bitartrate and acetaminophen), marinol (dronabinol), and oral baclofen at 30 mg/day orally (dates of therapy, doses and frequency of use were not reported).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated that they had the ¿leads¿ from a removed baclofen pump still in them. The patient had misplaced the device cards during their move. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
On (B)(6) 2013 information was received from a consumer regarding a male patient receiving intrathecal baclofen at a rate 38 and 15mg/ml intrathecal morphine both via an implanted pump. The patient is a spastic paraplegic. The patient was on a walker and at every step the patient experienced terrible pain from the pump rubbing against his rib cage. The morphine ir at 15 mg strength did not touch the pain but a higher dose affected the patient's breathing. The patient was hoping that his pain healthcare provider (hcp) would replace his pump. The patient wanted a smaller pump that would accommodate his dosage strength and have a sufficient size reservoir. On (B)(6) 2013 information was received from a consumer. The pump was "hitting ribs" and approximately 6-8 months ago the pain in the patient's back got worse. The patient's hcp was considering explanting the pump. The reporter was redirected to the patient's hcp. (B)(6) 2014 -additional information: follow-up information received from a consumer reported that his pump was rubbing against his ribs and causing him pain. He was inquiring if there was a smaller, new pump that had been approved. Otherwise, he stated he would have to get the pump removed and go back on oral medication. The reporter was referred to his healthcare provider. On (B)(6) 2014 additional information was received that the patient had "real bad osteoporosis". (B)(6) 2015 -additional information: a consumer reported that the patient received intrathecal baclofen pump therapy for severe spasticity. Due to the curvature of the patient's spine the pump was hitting the patient's ribs and creating severe pain. The patient was questioning if a smaller version of the pump was available or if they should just have it removed. The pump was currently administering baclofen; no further drug information was provided. The manufacturing representative reported that patient was having the pump removed on (B)(6) 2015 because it was causing him discomfort. The patient had the pump shut off/stopped and had not been using it for therapy. The patient outcome was unknown. The indication for use was intractable spasticity. The patient's outcome was unknown. The medication being delivered via the pump was baclofen. The dose was 37.6 mcg/day. The concentration and lot number were unknown. If additional information becomes available, the event will be updated.